Event description:
The surgeon provided additional information stating the intraocular lens (iol) did not unfold following insertion with an iol deliver system. A haptic adhered to the posterior chamber surface. The lens was removed and an anterior chamber lens was implanted. The pt is doing fine.

Event description:
A user facility reports that an intraocular lens (iol) would not unfold properly in the cartridge of the iol delivery system. It is not unknown whether there was patient impact/injury associated with this event. Additional information has been requested.